Event description:
It was reported that a user started a new dexcom g7 continuous glucose monitor (cgm) sensor, paired it to the dexcom app, and experienced failure to pair the sensor to the ilet, despite re-entering the pairing code and being advised of the connectivity timeframe. No adverse clinical symptoms reported. Outcomes included no therapy impact reported beyond the absence of cgm data on the ilet and no medical intervention or hospitalization. User support included user guidance to reattempt pairing and confirmation that the user does not use a receiver. Investigation of this case revealed a communication or connectivity failure between the cgm and the ilet without evidence of hardware damage or user harm. It was concluded, based on previously established findings for similar reports, that the cause was likely use-related or environmental interference affecting bluetooth communication.